Event description:
On 1/12/95, rptr undertook laparoscopic cholecystectomy and operative cholangiogram on a pt. The operation was made difficult by two open stomach operations years ago. However, rptr was able to dissect the gallbladder and obtain an effortless intraoperative cholangiogram through the cystic duct with the catheter. Rptr has been using this catheter, both in open and laparoscopic biliary procedure for over seven years. He has reasonable experience in laparoscopic biliary surgery, having performed or first assisted 250 such procedures in the past 4 years. However, rptr could not remove the catheter from the cystic duct at the end of the cholangiogram using multiple maneuvers. This necessitated open common bile duct exploration, clipping the head of the catheter off, and extracting the catheter. To date, pt has had an uneventful postoperative course. A t-tube cholangiogram will be scheduled in three weeks, prior to t-tube withdrawal. Over the years, rptr has noted that this catheter will resist removal from the cystic duct in about 10% of pts. He attributes this to the arrowhead design of the tip, with squared off shoulders, allowing easy introduction, but difficult withdrawal. In the past, rptr has always been able to maneuver the catheter out with various, sometimes forceful maneuvers. Rptr discussed this problem with colleagues at a recent laparoscopic surgery conference. They suggested rptr switch to the co's metal tip catheter which is smaller and is bidirectionally tapered. Examining the literature regarding the old catheter, rptr sees no warnings regarding withdrawal problems, warnings against introduction of the catheter into the common duct that might precipitate withdrawal problem, or recommendations to switch to the metal catheter. Rptr expressed his displeasure to the co on 1/12/95.rptr recommends withdrawal of the catheter from the market, that the co exchange all existing stock of catheter for metal catheters, at no cost and that warning letters regarding the withdrawal problem be forwarded to all surgeons in the co's market area. Rptr has saved the particular catheter that caused pt's operative problem. It has normal appearance, and it is not damaged save where it has been cut by rptr during extraction.